Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 6.5fr peel-apart sheath, in peeled apart state were returned for evaluation. Visual evaluation has been performed on the returned device. The investigation is confirmed for the identified material separation and deformation due to compressive stress, as the sheath was noted with kinks distal to the t-handle and the silicone material on the proximal end of the component was only partially peeled away. However, the investigation is inconclusive for the reported difficult or delayed separation as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during the port placement procedure, the sheath was unable to be peeled away well. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during the port placement procedure, the sheath was unable to be peeled away well. There was no reported patient injury.